Event description:
It was reported that a pump declared an altitude alarm. There was no adverse impact to the customer's blood glucose level. The customer's insulin was initially suspended due to the alarm condition, but after removing obstructions from the speaker holes, cleaning them, and reconnecting the cartridge, the pump resumed normal operation. Technical support provided the caller with tips to prevent future altitude alarms.